Event description:
The event is reported as: the customer alleges that the endotracheal tube cm markings are inconsistent and do not line up when measured against a ruler. No patient injury/involvement.

Manufacturer narrative:
The device sample was not returned at the time of this report. A device history review could not be conducted since the lot number was not provided. Document review for (B)(4) (product/process) - doc#: (B)(4) was conducted. Assessment was conducted and no changes required. The complaint can not be confirmed since the sample was not available for investigation. Teleflex will continue to monitor and trend relating complaints.